Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.3. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to seek medical assistance with hypoglycemia. The patient's blood glucose levels dropped to 35 mg/dl while wearing the pod. The patient reported experiencing a communication issue with her cgm which reportedly caused the system to give her insulin while she was in manual mode. The pod and sensor was then removed. Further information on the event was solicited but not provided. If additional information is received it will be submitted in a supplemental report.